Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6. H3 and h10. Results of investigation: the suspect device was returned to vyaire medical for evaluation. Return analysis visual inspection found no indications of damage or misuse. Bellavista unit ventilation was cycled for 1 hour using a test lung with the last known user settings and functioned as intended with no alarms or warning messages. The returned unit has stored profiles and older software version 6.0.1300.0 which is not what the customer originally ordered. The root cause was determined due to wrong unit shipped to customer.

Event description:
It was reported to vyaire medical that the bellavista1000 us is not at latest software, sw version not stated. The issue happened while on a patient at the emergency unit (ER). Vent was immediately removed and replaced. Furthermore, there was no information for patient harm associated with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 others: the suspect device has not been returned for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.